Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure was abnormally lodged into the myometrium") and device expulsion ("essure was abnormally lodged into the myometrium") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2470 days after essure insertion and one day after its most recent use, she experienced dysmenorrhoea ("complaining of years of dysmenorrhea") and heavy menstrual bleeding ("menorrhagia"). An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to embedded device, dysmenorrhoea, heavy menstrual bleeding or device expulsion. The reporter commented: description of essure removal: beginning on the left side of the uterus, the fallopian tube was transected from the ovary. The uteroovarian ligament was then transected and the round ligament was transected opening up the anterior and posterior leaf of the broad ligament showing multiple collateral blood supply along with the uterine artery, which were transected using the vessel sealer. Then, moving to the right side of the uterus, in a similar manner the fallopian tube was separated from the ovary. The left essure was seen digging into the myometrial cavity of the uterus. This was sent to pathology. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: the endometrial cavity has a normal configuration. The essure occluders are in appropriate position in the tubes and the tubes are occluded. [Pathology test] (date unknown): uterus with the essure, fallopian tubes, and cervix. [Ultrasound scan] on (B)(6) 2021: right essure in proper location, left essure appears to be in the endometrial moving into the myometrial wall of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: new information added: two new reporters (hcp), medical device removal was deleted and new adverse events were added (dysmenorrhea, menorragia, and left essure appears to be in the endometrial moving into the myometrial wall of the uterus). 19-jun-2023: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.